Event description:
An "unspecified" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. "The customer is not technologically savvy and the app has also been logged out and the client is unable to connect." The customer reported being hospitalized for two days and it is unknown what treatment was provided for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided; therefore no DHR review is possible. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation is in progress. No corrective actions have been taken at this time. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.